Event description:
It was reported that the patient developed (B)(6) bacteremia. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead was performed. Concomitant product: a2dr01, ipg, (B)(6) 2013. (B)(4).